Event description:
It was reported that the patient received lioresal (baclofen) tablet 10 milligram (mg) tablets for the treatment of painful contractures/muscle contractures in 2004 at a daily dose of 6 df, orally. The treatment with lioresal tablets was temporarily stopped on an unspecified date in 2010. The patient was treated with via an implanted pump for the treatment of painful contractures in 2010 for only four months. The dose was not known. In addition, the patient experienced a serious generalized belly infection in 2010. The patient was cured from this. On an unspecified date in 2010, the patient restarted treatment with lioresal tablets. It was reported that on (B)(4) 2013 the patient experienced pain and muscle contractures. Treatment with lioresal tablets was ongoing at the time of this report. The outcome of the event, pain and contractures, was reported as condition unchanged while outcome of the event generalized was complete recovery. There was report that the event involved or prolonged inpatient hospitalization.

Manufacturer narrative:
(B)(4).